Manufacturer narrative:
Review in progress.

Event description:
Nothing unusual occurred. The client was found, a code blue was called, CPR started, the AED applied--no shock ever advised after each analysis, CPR continue until ems arrived, then converted over to ems cardiac monitor. The supervisor took the AED used in the code and transported it over to the administrative office where it was kept until the download was unsuccessfully attempted. One thing to note: the AED was still beeping the next day when the nurse came to download the code, so she replaced the pads and the beeping stopped.